Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty of a de novo (progressive) lesion in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The 80% stenosed, 36 x 2.25mm target lesion was located in the mildly tortuous and mildly calcified lad. There was no significant bend in the lesion. The lesion was predilated with a semi compliant 2.0 x 9mm balloon and a 2.25 x 38mm synergy ii drug-eluting stent was deployed at 14 atmospheres for 10 secs with no issues encountered. The stent was post dilated at 12 atmospheres with a 2.75 x 12mm non-complaint balloon. Post deployment, a dissection was observed at the distal edge. A 2.50 x 12mm synergy stent was deployed to cover the dissection and complete the procedure. There were no further patient complications and the patient status was stable.